Event description:
It was reported that the ivc filter fractured. Allegedly, the fractured portions migrated to the pt's vital organs. The filter was removed; however, one of the filter struts remained in the pt.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. Reportedly, the filter was retrieved, however, it is unk if the filter retrieval was a scheduled procedure or as a result of the product problem. The filter location is unk. The event investigation is currently underway.